Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. Functional testing and a receiver download could not be performed because the receiver would not turn on. The receiver case was opened for further evaluation. An interior inspection confirmed the reported event of a the receiver overheating. The root cause was determined to be a defective component in the receiver's printed circuit board.

Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6)2015, the patient's receiver was very hot. No additional event or patient information is available.